Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a left ureteroscopy in retrograde procedure on (B)(6) 2012. According to the complainant, during the procedure, the uromax ultra balloon broke while inside the ureter. The physician heard a popping sound. The balloon was inflated to 3 atmospheric pressure (atm). An encore inflation device was used. The balloon was not tested outside of the patient. The inflation media was contrast dye (cysto conray) used full strength. It is unknown if the balloon came in contact with a stone. They removed the balloon and used another uromax ultra balloon to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine. The event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction of catheter shaft kinked.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was torn longitudinally for a distance of 37mm approximately 9mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device noted a kink just distal to the strain relief. The root cause classification of this investigation is operational context.